Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was cassette sensor error. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: 6/14/2025. One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the defective latch lock sensor was the root cause and was replaced. The device then passed all functional tests. The event history log was reviewed. The service history review had no indication that the complaint was related to a service of the device within the review period.